Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing detached at the tubing connector while the patient was using the restroom. The site location was on the right side of the lower back and the pump was worn on the right hip. The infusion had been in use for 2 hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.